Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the process of correcting a low blood glucose (bg) level and entered a bg value of 50 mg/dl into the carb correction section and delivered an inaccurate dosage of insulin. Customer attempted to correct by consuming juice and saturated carbohydrates, however, customer was ultimately hospitalized for hypoglycemia. Customer was treated with glucose and intravenous fluids. The customer was discharged the following day with the issue resolved and no permanent damage.